Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient had experienced a severe hyperglycemia event. Reportedly, the patient¿s blood glucose (bg) reading was at 566 mg/dl with abdominal pain/vomiting, nausea, moderate level of ketones, symptom of diabetic ketoacidosis. The patient was taken to the hospital and treated in the emergency room with intravenous fluids and insulin injection. Customer technical support (cts) reviewed the potential causes for bg excursion and inaccurate delivery with the reporter and was unable to find any potential causes for the event. Review of the basal history determined that the basal history and the basal delivery total in total daily does matched the active basal settings and were as expected. Review of the bolus history showed that all bolus deliveries were as expected. An air bolus was performed with the reporter during the call and review of the bolus history showed that the bolus was correctly recorded. Cts reviewed the bolus settings and performed a mock bolus calculation with the reporter and it was determined that the pump was calculating the recommended bolus total correctly. The troubleshooting session was unable to determine the cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia of unknown cause while using insulin pump therapy associated with an allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.